Manufacturer narrative:
The device history record (DHR) for adhesive ring lot st082025-1 was reviewed for compliance with the established device master record (dmr), including certificates of conformance for patient-contact materials. Examination of this record determined no discrepancies or instances of non-conformity that could have caused or contributed to the reported event. The adhesive ring instructions for use (IFU) dwg000911 lists skin irritation and allergic skin reactions as potential risks associated with use. Please reference complaint (B)(4), (30593) for the completed failure analysis and results. Additional references: complaint (B)(4), (cam device MDR submitted) MDR (3500a form) submitted on 17 dec 2025 for cam device. MFR report number: 3014226707-2025-00006.

Event description:
Patient left a note in the box stating woke up with [generalized] itchy rash." Additional information provided by the patient: ((B)(6) 2025) she does not believe it was from monitor because she noticed it the day, she was scheduled to remove the device and it was not localized to the monitor placement. The rash spread. She said it was on her back, legs and stomach. The patient went to a prompt care and was prescribed oral prednisone. The patient stated she only took it for 2 days because it was causing pvcs (premature ventricular contractions). The patient also used vaseline on her skin to help with itching. Additional details: the patient stated multiple times she did not believe the monitor to be the cause of the rash, but was uncertain what did cause it. There is still a slight imprint of the cam on the patient's chest but it is going away. The patient did not state an adhesive ring was used; however, it was noticed when the device was returned for failure analysis that an adhesive ring was attached to the device.